Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The cassette was not returned, however, complaints of a similar nature have been received and has been related to the cassette identification (ID) tab on the pinch plate being broken off. The cassette will be recognized as a posterior cassette with manual stopcock(incorrect) but will pass priming and iop calibration successfully. However, during fluid air exchange (fax) mode, fluid (instead of air) will continue to flow as described in this reported event. Although the console recognizes the cassette as a posterior cassette type, the broken ID tab contributes to improper recognition by the console (cassette with manual stopcock). This observed issue will result in no air during fax mode. In the video provided by the customer, we can confirm there is no air exchange during fax mode. The cassette type used was a posterior cassette. The investigation identified several potential factors that caused or contributed to this reported event. These include: procedural gaps regarding post-inspection instructions, physical impact during storage and material movement of the pinch plate and/or cassette, and stress points due to limited surface area on the identification (ID) tab. Action was taken to determine root cause and implement appropriate corrective action. To address root cause procedural enhancements were added to the visual inspection instructions for more control of non-conforming product and finite stress analysis will be performed that will aim on reducing the potential stress points on the ID tabs. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the air did not came out but balanced salt solution water came out when they placed fluid air exchange button during calibration. The procedure was completed on (B)(6) 2023 after replacing the product with a new one. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).